Event description:
At the end of the laparoscopic cholecystectomy procedure, the anesthesiologist pressed the table up button on the remote control of the or table. The head and back portions of the table, above the table base,dropped down. The anesthesiologist and other members of the team held the head until the patient could be transferred to a stretcher. No harm to the patient. The table was taken out of service and clinical engineering was contacted to check the table. They found a faulty control valve. The part was ordered and clinical engineering will install the part when it arrives at the hospital and then check the table for proper functioning before sending back to service.======================manufacturer response for or table, skytron hercules (per site reporter).======================our clinical engineering department ordered a part from them to repair the table.